Manufacturer narrative:
Pending return of the explanted pump and further information from clinical specialist. (B)(4).

Event description:
Clinical specialist reported that a prometra ii 20ml pump was explanted due to alleged incorrect dosing per physician. Clinical specialist reported that when the pump was inquired, there was allegedly 0 ml in the pump. However, when accessed, 17 mls was found in the pump. The medication was reported to be dilaudid 20 mg/ml and bupivicaine 40 mg/ml. The patient was also reported to be in constant flow with a ptc, in which the patient is prescribed to receive 5, 0.1 mg boluses to be delivered over 4 minutes.

Manufacturer narrative:
Additional data: g1 (manufacturing site). Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Analysis of the pump's functionality was performed. The pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.3 mg with a 1.00 mg/ml concentration over 16 minutes was programmed. At ambient temperature, fluid droplets were observed at the tip of the stem indicating proper priming of the pump. A second demand bolus, programmed with the same parameters, at 37 °c did not produce any fluid droplets at the tip of the stem. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c. The dispensed volume was 0.0 ml (0.0%) of the expected volume. The catheter access port and suture ring were removed and the pump was decontaminated a second time. A magnet flush was performed with the suture ring and cap off, and the fluid was just dripping out. An additional multi-rate flow tests was performed and yielded a result of 0.0 ml (0%) of the expected volume. Further analysis of the valves will be captured in CAPA: 00065. The device was unable to prime at the designed temperature and therefore, is associated with CAPA: 00065. Further investigation will be captured in CAPA: 00065. Internal complaint#: (B)(4).